Event description:
Baxter IV pump equipment failure. The pump began alarming and displayed a "system error" on the screen while infusing a precedex drip. During this time, no medication was being infused into the patient. The serial number under the barcode on the pump is: (B)(6).